Event description:
While performing a port insertion, at the time of cannulating the catheter tubing to the port of the catheter, tubing would not fit correctly to the port. Port was removed and another low profile was used, but had the same problem. A standard profile port was used and the same problem with resistance with the catheter to the port was noted. Finally, a 4th port-a-cath was used and this port had a proper fit.